Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the nature of incident for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker device had syncopal episode; however, it was not related to the device. Technical services (ts) reviewed and stated that there were two signal artifact monitoring (sam) episodes. The minute ventilation (mv) feature was disabled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device had syncopal episode; however, it was not related to the device. Technical services (ts) reviewed and stated that there were two signal artifact monitoring (sam) episodes. The minute ventilation (mv) feature was disabled. This device remains in service. No adverse patient effects were reported.